Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 109 mg/dl. The customer stated that she changed out her infusion set. The customer stated that when she bolus, the keys were sticking. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.